Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that tubing obstruction impediment before intraocular lens implantation surgery. Procedure completion details were unknown. There was no patient impact reported.

Manufacturer narrative:
Additional information provided in d.9., h.2., h.3., h.6. And h.11. The used irrigation/aspiration (I/a) manifold was visually inspected. The blue luer on the I/a manifold was deformed. The deformed blue luer on the I/a manifold appeared to be damaged during molding. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. After an analysis and based on the condition of the sample, the root cause is potentially related to an error during the suppliers molding process of the connector. The supplier has been notified of this complaint and will take appropriate actions as necessary. All lots are verified that all required inspections have been performed and all acceptance criteria are met prior to release. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time the manufacturer internal reference number is:(B)(4).